Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer hospitalized due to experiencing high blood glucose which was 26 mmol/l. The infusion set had bent cannula and pump had several pump errors in alarm history. It was unknown whether the automode feature at the time of event was active or not. The insulin pump will not be returned for further analysis.